Manufacturer narrative:
Coloplast has been unsuccessful in securing the explanted device, and it is unclear if the device is available; thus, no evaluation has been performed. However, because coloplast's examination may not conclusively confirm or disprove the report of allergic skin reaction, coloplast accepts the physician's observations of such as the reason for surgical intervention. Device unavailble - status unknown.

Event description:
(B)(4). The day after implantation, observations of red eczematous plaques on the buttocks and perineum with progressive extension to the back, suspected allergic reaction. The patient returned to the operating room for removal of the device.